Event description:
It was reported that the surgeon put inforce on the pt's achilles tendon. He used 4.0 vicryl sutures and did close the peritenon. On (B)(6) 2010, he called integra and said the pt had a very red, swollen and infected area around her ankles- all the way around. This was just near the site of the inforce. He treated her with clindamycin and doxycycline. On (B)(6), it was reported that the redness had decreased by about fifty percent and appeared to be getting better.